Event description:
During the procedure, robotic '8mm prograsp forceps' got broken while it was being used to the patient. The cable of the forceps was disconnected (broken). And this item still has 8 lives available at this moment according to the xi robot system.